Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no.: 309657. Batch no.: 9099570. Per email: pt was being injected with lupron depot 22.5 mg im, during the injection some of the medication bubbled and spurted out the side of the syringe. After the injection completed the syringe was examined and there was a 1 inch crack in the barrel of the syringe.

Manufacturer narrative:
H.6. Investigation: one photo of a loose 3ml syringe with a safetyglide needle attached and a blister pack from batch 9099570 (p/n 309657) was received and evaluated. It was observed there was a lengthwise crack outside the grad line extending from the 0.7ml to the 2ml marking. The crack was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9099570 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 9099570. Per email: pt was being injected with lupron depot 22.5 mg im, during the injection some of the medication bubbled and spurted out the side of the syringe. After the injection completed the syringe was examined and there was a 1 inch crack in the barrel of the syringe.